Manufacturer narrative:
On 4/20/2020, a manufacturing record evaluation was performed for the finished device 5695560 number, and no non-conformances related to the malfunction were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient underwent a breast augmentation primary with a siltex chp lumera gel, 535cc and suffered from capsular contracture, unknown baker grade on the right side. As a result, the patient had undergone removal on (B)(6) 2013.